Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted cts to report an event of a false negative result obtained on the ortho vision to a sample that was identified to contain anti-jka. Customer indicated that the patient was originally tested on a competitor's analyzer and identified as having an anti-jka with 3-4+ reaction strengths. Initial testing occurred on (B)(6) 2017. This customer then performed testing of the same patient on their vision on (B)(6) 2017 as part of validation testing and reports a false negative result for the patient's antibody screen. Cts has confirmed that the false negative result was associated to validation testing and no incorrect or erroneous results were reported. Issue started on: (B)(6) 2017. Microtubes/wells or cell (donor #) affected: cells 2 and 3. Methodology used: vision. Pattern observed: no reactivity in gel. Error code: none. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Customer contacting cts for awareness of the reported false negative result obtained on the vision. Described testing performed in the mts anti-igg gel card lot# 111716001-14 and the 0.8% surigscreen lot# vss902. Cts confirmed no noted discrepancies with qc testing. Patient pregnant: no. Transfusion history: patient confirmed to have no previous history of containing any antibody until the identification on (B)(6) 2017. Sample type: edta. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. On-board storage time: not provided. Off board storage temperature: as per IFU. Stored underneath direct light source: no. No manual gel testing performed at this facility. No additional troubleshooting performed. No reports of any noted discrepancies with any other patient. Cts reviewed econn and was able to collect the column grade result report and confirm that the system generated a ? To cells 1 and 2, and negative with cell 3. (Cell# 2 and 3 were positive for the jka antigen ;cell#3 homozygous jka). Cts was also able to collect the image from the vision to the reported negative result attached. Customer contacting cts for record of the event and is not requiring any additional troubleshooting or follow up. Cts questioned the customer for the return of the sample for additional troubleshooting and investigation. Customer has agreed to return sample for further investigation. Patient sample was discarded and unable to be returned for further investigation.